Event description:
This report is based on information provided by a philips remote service engineer and a product support engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the wrong clinical data was uploaded to the customers epcr (electronic patient care reporting system). There was patient involvement, however no health consequences or impact.